Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate customer's complaint of generator was causing the electrode to spark. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all testing. Minor scratches on unit top plate and base plate; no repairs needed. Missing dust cover; replaced the dust cover. Performed service bulletin 14v4-03. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the generator was causing the electrodes to spark during a rotator cuff repair. It was reported that the procedure was completed using the generator. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.